Event description:
Information was received from a patient who was receiving Dilaudid (hydromorphone) via an implantable pump for spinal pain indications. It was reported that they needed the pain pump to be removed since it was very painful. They mentioned since they started losing weight the whole area where the pain pump was had been very painful, and it was getting worse. They mentioned that it was their 3rd week waiting to get it removed. They was redirected to their healthcare provider (HCP). However, the patient mentioned that they already reached out to the doctor, and was told that the HCP was waiting for a manufacturing representative (rep) to give them a call for "approval." They added that the doctor "was prepared to take it out". The agent reviewed information and sent an email to the rep for further assistance. The rep reported that they would call the patient. The rep emailed back and reported that the removal was pending prior authorization.

Manufacturer narrative:
B3: Event date is asked/unknown. Please see B5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.